Event description:
It was reported that the patient had his 12cm spectra concealable penile prosthesis replaced with a 16cm spectra device. The reason for the revision surgery was not provided. No patient complications were reported in relation with this event.